Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue closed as confirmed. (B)(4). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results fulfil the requirements of the european pharmacopoeia (ep), taking into account there is a previous confirmed complaint for this code-batch regarding this issue, we conclude that the complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is not attached to the thread. There is no patient involvement.